Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During unpacking outside the patient, balloon burst during inflation. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient was stable. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device.